Event description:
Pt is status post total laryngectomy and uses a voice prothesis to speak. He stated that he was cleaning it at home when he was cleaning brush went through the valve and he was unable to speak thereafter, when he was seen in the speech pathology clinic, he was still unable to voice. The valve appeared to be in place, however, when removed, it was evident that it had snapped in half, the esophageal (distal) flange and 1/2 of the lumen had most likely been ingested by the pt.